Event description:
The talon tines would not fully retract. They stick out slightly, which would not allow the device to be inserted into the patient. The doctor tried to use it, but it kept getting hung up on the inside of the patient's chest wall.

Manufacturer narrative:
The complaint was not confirmed. The cause of the complaint could not be determined, due to the device not being returned.